Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At eri device change out it was noted that the lv lead had dislodged into the ra. This was noted on x-rays dated 2017 (unavailable). Physician cut lead and tied off end. No adverse patient events were reported. Should additional information become available, this file will be updated.